Event description:
Had essure placed as a permanent birth control device. Have had several issues that started almost immediately. Heavy periods and cramping. I would have a period for months and cramp all the time. Weight gain, mood swings. I was placed back on birth control and a ssr to help aid in my mood and help with period symptoms. Over the next several years I continued to experience pain and also developed new symptoms pain after intercourse, burning and itching for no reason in my private area. I believe this was an allergic reaction.